Event description:
It was reported that this pacemaker exhibited a right ventricular (rv) lead high out of range pace impedance measurement and a lead safety switch occurred. Technical services (ts) discussed there was no noise and presenting electrogram (egm) showed good sensing in unipolar. Ts recommended in office lead evaluation. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a right ventricular (rv) lead high out of range pace impedance measurement and a lead safety switch occurred. Technical services (ts) discussed there was no noise and presenting electrogram (egm) showed good sensing in unipolar. Ts recommended in office lead evaluation. This device remains in service. No adverse patient effects were reported.